Event description:
Staff member injured with a contaminated scalpel as safety mechanism was trying to be activated.

Manufacturer narrative:
A staff member was injured when trying to activate the safety mechanism on the safety scalpel. The employee health nurse at the facility was not aware that this product had been introduced and did not know if any formal product training had been provided. The injury occurred on 12/29 and resulted in a finger laceration with a contaminated blade. Testing results were not back on the source individual but due to information gathered pertaining to the patient's lifestyle, they opted to provide post exposure prophylactic treatment to the staff member. The sample of the blade involved in the incident was not retained. It is unknown if the staff member was attempting to activate the safety mechanism according to the instructions. No root cause can be identified.